Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently unresponsive and the customer received multiple button alarms. Reportedly, the customer was not interacting with the pump at the time of the alarms. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to access the pump features.